Event description:
Customer reports being unable to test his blood glucose while having low blood glucose symptoms due to error. Customer drove himself to the hospital and was treated with an injection of glucose. Customer's low blood glucose symptoms improved about an hour after treatment. Customer also reports his test strips are not kept in the original container (product labeling advises to store test strips in the original container). Requested return of suspect device and replacement was sent.